Event description:
Asku

Event description:
It was reported that there was a lead fracture and that the patient received inappropriate shock. It was also reported that there was high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. An attorney letter further alleged that the patient's "lead fractured and inappropriately shocked him once". It was further alleged by an attorney indicated the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack and the lead was flexed, within five centimeters of the anchoring sleeve. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads.